Event description:
The instrument was used during a laparoscopically assisted vaginal hysterectomy. It was reported the instrument misfired. It was discarded and is not being returned. There was no consequence to the pt.